Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was used on a procedure. According to the complainant, when the device was received, they noticed that there was a cut in the inner pouch of the packaging. The device was exchanged and was never used as it was no longer sterile. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on gemini basket which revealed that the condition of the complaint device was consistent with the complaint incident that the device packaging had a hole/tear. A visual assessment was performed and found out that a hole in the clear packaging was noted, causing a seal breech. The opening appeared to have been cut as the cut was straight, without any jaggedness, and the opening was approximately in the middle of the pouch, and was in a semi-linear fashion. A device history record (DHR) was performed and revealed that there were no related issues to the reported complaint. Therefore, the most probable root cause for the hole/tear in the device packaging is handling damage.

Event description:
It was reported to boston scientific corporation that a gemini basket was used on a procedure. According to the complainant, when the device was received, they noticed that there was a cut in the inner pouch of the packaging. The device was exchanged and was never used as it was no longer sterile. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.